Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for intermittent t-wave oversensing. The patient was noted to have a broad complex tachycardia at 160 bpm and had also received appropriate therapy for ventricular tachycardia (vt). The patient would be evaluated in the clinic. The s-ICD was explanted over one month later for broad complex arrhythmia at 160 bpm which the s-ICD wouldn't be able to treat along with t-wave oversensing. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for intermittent t-wave oversensing. The patient was noted to have a broad complex tachycardia at 160 bpm and had also received appropriate therapy for ventricular tachycardia (vt). The patient would be evaluated in the clinic. The s-ICD was explanted over one month later for broad complex arrhythmia at 160 bpm which the s-ICD wouldn't be able to treat along with t-wave oversensing. The product has been received for analysis. This report will be updated upon completion of analysis.